Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 5 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the pins of the output connector were worn out due to repeated use for a long period of time. This resulted in destabilization of the contact of the connector pin, which interfered with the communication of the scope and video processors via the light source device, resulting in the occurrence of b30 errors (scope communication errors).

Manufacturer narrative:
The suspect device was evaluated by olympus and the b30 error was generated during testing. The cause was isolated to a faulty scope socket and replacement of the scope socket was required in order to resolve the issue. The main board was verified to function as expected; the reported "mother board problem" was not confirmed.

Event description:
A user facility returned the olympus, clv-190, to olympus for repair due to a reported mother board problem. Upon evaluation of the returned device, a b30 error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.